Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including frailty, hypertension, diabetes, smoking, coronary artery disease, atrial fibrillation, chronic kidney disease, and prior stroke, percutaneous coronary intervention, coronary artery bypass graft, and myocardial infarction. Complications reported included death, endocarditis, heart failure, cardiac tamponade, pericardial effusion, renal failure, tissue damage, atrial fibrillation, additional procedure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: outcomes of mitral transcatheter edge-to-edge repair in patients with small mitral valve area. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "outcomes of mitral transcatheter edge-to-edge repair in patients with small mitral valve area", was reviewed. This research article is a retrospective single center experience to evaluate the procedural characteristics and mid-term clinical outcomes of mitral transcatheter edge-to-edge (m-teer) in patients with small versus larger mitral valve area. The device mentioned in this study was mitraclip. The article concluded that m-teer can be safely and effectively performed in patients with mva <4.0cm^2 despite higher post-procedural transmitral pressure gradients (tmpg) without an adverse implant on clinical outcomes out to 2 years. [The primary and corresponding author was sachin goel, houston methodist debakey heart & vascular center 6565 fannin st, houston, tx, 77030, with corresponding e-mail: ssgoel@houstonmethodist.org.]. This study included all patients with moderate-to-severe or severe mitral regurgitation (mr) who underwent m-teer using the mitraclip system from 01 january 2014 to 31 december 2022. A total of 367 patients were included in the study, of which all received an abbott device. The average age was 77 years. The majority gender was male. Comorbidities included frailty, hypertension, diabetes, smoking, coronary artery disease, atrial fibrillation, chronic kidney disease, and prior stroke, percutaneous coronary intervention, coronary artery bypass graft, and myocardial infarction.

Event description:
The article, "outcomes of mitral transcatheter edge-to-edge repair in patients with small mitral valve area", was reviewed. This research article is a retrospective single center experience to evaluate the procedural characteristics and mid-term clinical outcomes of mitral transcatheter edge-to-edge (m-teer) in patients with small versus larger mitral valve area. The device mentioned in this study was mitraclip. The article concluded that m-teer can be safely and effectively performed in patients with mva <4.0cm^2 despite higher post-procedural transmitral pressure gradients (tmpg) without an adverse implant on clinical outcomes out to 2 years. [The primary and corresponding author was sachin goel, houston methodist debakey heart & vascular center 6565 fannin st, houston, tx, 77030, with corresponding e-mail: ssgoel@houstonmethodist.org.]. This study included all patients with moderate-to-severe or severe mitral regurgitation (mr) who underwent m-teer using the mitraclip system from 01 january 2014 to 31 december 2022. A total of 367 patients were included in the study, of which all received an abbott device. The average age was 77 years. The majority gender was male. Comorbidities included frailty, hypertension, diabetes, smoking, coronary artery disease, atrial fibrillation, chronic kidney disease, and prior stroke, percutaneous coronary intervention, coronary artery bypass graft, and myocardial infarction.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.